Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic due to worsening heart failure conditions. Upon interrogation, the physician noticed that there was a loss of pacing and a loss of capture on the left ventricular (lv) lead. Diagnostic imaging was performed and no anomalies were found. The device was reprogrammed to resolve the event. The patient was stable with no consequences.